Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mcs instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary finding of the instrument blades/mechanical indentations/burrs to be related to the customer reported complaint. The instrument was found to have blade damage. One of the blade edges was indented, which prevented the blades from closing. Additional observation not reported by site was also identified: the mcs instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis.

Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) instrument tip is broken. There was no report of patient involvement.